Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error and keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they were unable to clear the alarm. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Device time or clock moved. Device had unresponsive buttons due to flattened (creased) esc and act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, unexpected restart error test and displacement test or verify iop test failure at 10:01 am error, serial flash crc error, rtc/internal clock comparison error alarms due to unresponsive button. No unexpected numbers ramping or scrolling during testing.